Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient-device incompatibility (failure to seal) could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Patient-device incompatibility (failure to seal the perforation) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique, interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that the perforation was larger than anticipated, causing the reported patient-device incompatibility (failure to seal). Another graftmaster stent was implanted which sealed the perforation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery. The 3.5x16 mm graftmaster covered stent was implanted but there was still extravasation of contrast proximal to the stent edge due to the perforation being larger than anticipated and the position of the stent. Therefore, the 4.0x16 mm graftmaster covered stent was implanted and sealed the perforation. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.